Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was out of the skin. Hemostasis was achieved using manual compression. There was no reported patient injury. Femoral vessel suitability was verified on angiography, including confirmation of the vascular sheath introducer¿s 30¿45 degree insertion angle. The vessel diameter was verified to be at least 5 mm, and vessel tortuosity was described as moderate. Moderate pvd or calcium was present in the vicinity of the puncture site. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was out of the skin. Hemostasis was achieved using manual compression. There was no reported patient injury. Femoral vessel suitability was verified on angiography, including confirmation of the vascular sheath introducer¿s 30¿45 degree insertion angle. The vessel diameter was verified to be at least 5 mm, and vessel tortuosity was described as moderate. Moderate peripheral vascular disease (pvd) or calcium was present in the vicinity of the puncture site. One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip presented a kinked/bent condition. Additionally, a csi was returned inserted but inverted, and the kinked/bent condition of the atraumatic tip was noted when the csi was removed from the unit during this analysis. Per dimensional analysis, the balloon catheter distal profile from the balloon was verified and noted to be within the defined parameter. The dimension obtained was measured using a calibrated micrometer. An attempt to perform a simulated deployment test could not be performed due to the unit being received fully deployed. Additionally, an attempt to perform the functional test to evaluate the insertion/withdrawal of a csi could not be performed due to the kinked/bent condition of the atraumatic tip preventing insertion through the sheath. A high-magnification microscopic evaluation was executed to evaluate the atraumatic tip. During this analysis, the previously noted kinked/bent condition observed during the visual analysis was confirmed. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out of the skin, especially since both buttons were fully depressed. However, procedural/handling factors are possible. Additionally, it was noted that the atraumatic tip of the device was kinked/bent after the procedural sheath was removed from the unit. However, the procedural sheath was mounted on the device in an inverted position, meaning the hub of the sheath was on the distal end of device instead of near the sheath catch at the proximal end. Since it is impossible that the mynx control could ever be loaded into the sheath in this position during a procedure, and there were no reports of damage to the device from the customer, the kinked/bent condition of the atraumatic tip was likely due to manipulations after the procedure when the sheath was loaded incorrectly as the tip is not designed to exit a one-way hemostasis valve. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.